Event description:
Caller reported a 25% increase in indicated battery charge (ibc) over a short period, though it did not cause adverse effects, and the blood glucose level did not exceed 500 mg/dl. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump with the customer informed of the replacement, and the customer was to use a replacement pump to ensure continuous insulin delivery.